Event description:
It was reported that the device had error code 133.6090 when connected to an 8015, upon startup immediately alarms 133.6090 on the 8015, removing the 8100 and trying a known-good one, no alarm, put the suspect 8100 on a known-good 8015, and it again causes that 8015 to display the 133.6090 error and rick states it is either the logic board or motor control board on the 8100. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.